Manufacturer narrative:
Report date: (B)(6) 2021. (B)(6).

Event description:
It was reported the battery is not charging. There was no patient involvement. The field service engineer (fse) confirmed there was a check vent battery failed error. The fse replaced the battery and the issue was resolved.